Manufacturer narrative:
(B)(4). G3 foreign source: united kingdom. Reported event was confirmed by review of photograph. Visual examination of the provided picture identified that the tip of the lower clamp was fractured. The device looks used with discoloration. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured instrument was discovered during a knee procedure. It is unknown when the device fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.